Event description:
55 yr. Old hx of cervical stenosis cervical spondylosis & cervical myeloradculopathy operated in 98 anterior cervical plate 46mm size. X-rays on 4/20/00 show some backing out of c7 locking unit. Pt. Complaints of numbness bilaterally in little and ring fingers.